Event description:
Patient was undergoing an intravascular ultrasound study to assess vessels for potential trans aortic valve replacement(tavr) surgery. Guidewire was introduced into femoral site and ultrasound instrument was placed over guidewire. When procedure was completed, the ultrasound instrument was removed and it was noted that the guidewire had broken into two pieces. The practitioner felt that the wire had become coiled and it was not noted due to product's decreased radiopacity. Team retained two pieces of the guidewire at that time. The patient returned the next day for tavr procedure. Patient did not have a pulse in previous femoral site and a dissection was found on cutdown. The proceduralist found a retained piece of guidewire in the external iliac. The decision was made to not traumatize the patient with exploration to remove this third piece of guidewire but to place stent in the external iliac for repair of the dissection and to keep the retained wire in place. The opposite femoral site was used as access for the tavr procedure.